Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. The suture broke during the procedure. They were able to get another to complete the case without patient harm. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. Please provide lot number. 2. Status of product return. Unfortunately, no lot number or product were available/provided. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.